Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an air leak at the connector, the distal end cover insulation was below the threshold, the bending section cover was protruding, the up/down/left/right angulation was out of specifications, and foreign material was found blocking the auxiliary water supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air leak coming from the connector. Inspection and testing of the returned device found that the channel was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the auxiliary water supply channel was clogged with foreign matter, but it was not possible to identify what the foreign matter was. There was no deformation or damage to the auxiliary water supply channel. There were no deviations in reprocessing. Olympus will continue to monitor field performance for this device.